Event description:
A diabetes trainer called to report that the customer was hospitalized for high bgs. The contact stated that the customer came in with a fever. It was stated that the customer's bgs were high while customer was at home and kept bolusing. The customer indicated usually the reservoir is running low but it still has a lot of insulin left. The time was off because customer did not change it on day light savings. The customer was not sure if the bolus history was correct. The customer gave themselves a manual injection of 100u with a needle and bgs did not go down. Also the customer informed that the batteries last less than three weeks. Troubleshooting was performed. The pump passed the functional testing and the insulin exited.